Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Opened insert to be implanted and found a hair inside liner.

Manufacturer narrative:
An event regarding packaging issue (foreign matter) involving a trident liner was reported. The event was confirmed. Conclusion: the investigation concluded that a hair is noted on the inner surface of the returned liner however, the exact cause of the event could not be determined. An nc was initiated on (B)(6) 2018 to further investigate the identified packaging nonconformance. The nc determined this to be a manufacturing deficiency; however, an occurrence of foreign material within the blister of 1 in 5,000 parts, which is well within the expected rates of manufacturing, is allowed. If additional information becomes available, this investigation will be reopened.

Event description:
Opened insert to be implanted and found a hair inside liner.